Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Additional information obtained indicated the tip separated after the catheter was removed from the body and after it exited the sheath, while it was being removed from the wire. The device was visually inspected when removed from packaging. It was wiped down and the tip was submerged in saline. No damage was observed during prep. No shaping tool was used. No report of resistance was issued while using the ivus catheter, inside or outside of the body. No devices were stuck or lodged in the lesion. No other abnormal difficulties were reported during the case. All portions of the catheter were accounted for. Staff was able to fit the tip back into the catheter where it was separated to illustrate separation. No other intervention was necessary or performed. No surgery or any other additional intervention was required for the retrieval of the broken piece. A second catheter was used without incident to complete the procedure. The device was in two separate pieces: the tip above the probes and the rest of the catheter. No other damage was observed. As the tech was removing the catheter from the wire with a wet sponge in left hand to pin the wire, removal of catheter was performed with the right hand, at which time the tip was dislocated. The tip remained on the wire as the catheter was slid off, and the tip was removed from the wire separately. No protruding parts were observed. A 6f or 7f cook sheath was employed for access and a boston scientific v-18 wire was used as the platform. It is believed the separation occurred after the first or possibly second insertion of the catheter into the body. The device was inspected and damage was observed. The inner member and floppy tip were separated from the scanner body. The inner member was crinkled and was torn at the proximal end. The distal fillet was intact. Blood was present beneath the esl from the skive to the die faces. There were scratches along the esl and floppy tip. A bend was present on the scanner body just distal to the esl. A portion of the esl was peeling. The inner member and floppy tip were measured and found to be the appropriate size per steps 7.6.1 through 7.6.3 of map.13.081_009 wi floppy tip formation. The device was inspected for a second time by a philips volcano manufacturing engineer, who concluded observed that adhesive residue was present on the marker tube, marker band, and inner member. He concluded that the device was manufactured according to specification. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints. The instructions for use (IFU) cautions "protect the catheter tip from impact and excessive force." "Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use." "Never use force to advance the catheter." The probable cause of the reported failure is applying excessive force to the inner member with the guidewire. Per steps 8.1 through 8.3 of 804893-00_25 wi, qc final inspection, the inner lumen of the devices are tested for any defects using a 0.018'' mandrel. The devices are then coated and flushed with a lubricious solution per 804864-00_019 wi prepare catheter with lubricious solution. Additionally, each lot is sampled for floppy tip resilience per mtp.16.004_003 wi floppy tip pull test. The condition of the scanner body and floppy tip indicate that the device was passed through tortuous anatomy. The damage on the inner member illustrates that a tear was made and excessive force was applied to the area which compromised the adhesive on the marker tube and marker band in addition to crinkling the length of the tubing. This resulted in the inner member, along with floppy tip, to be pushed out of the device.

Event description:
It was reported the facility plugged in the catheter and proceeded with the procedure. They went in and as they were pulling out, the tip of the catheter came off. It came off outside of the body. Rep has tip and catheter taped together in the return bag. Pulled second catheter and was able to finish the case. No harm to patient; no injury or adverse events were reported. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report.